Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that the cns device turned off. It would not turn back on. Nk tech support assisted customer in troubleshooting and discovered that the issue was caused by ups battery was having issues supplying power to the cns. It was observed that the ups was plugged into a power strip instead of the wall outlet. Service requested: troubleshooting. Service performed: we performed troubleshooting and discovered that the ups back up battery was having issues supplying power to the cns. We also discovered that the ups was plugged into a power strip instead of the wall. I recommended plugging the battery directly into wall power but after plugging directly to the wall the ups was still unable to supply power. I then had paula plug the cns tower directly into wall power bypassing the ups battery. The cns tower successfully powered back on. I then had paula transfer over the remaining power plugs (screens/ recorder) originally going to the ups straight into power coming from the wall instead. Investigation conclusion: based on the troubleshooting documentation, the cause of cns device unexpectedly shuts down was due ups was experiencing a battery error. It was observed that the ups was plugged into a power strip. Powervar's operating manual instructs user to plug ups directly into the wall outlet. Once the power issue was identified and resolved, cns device was able to boot up as intended. No issues observed with the cns. Additional model information: d11 & c2: concomitant medical device information was requested but nk was only provided the following device models but no serial number information: bedside monitor: model: bsm-1753a. S/n: no information. Transmitter: model: zm-531pa. S/n: no information. Multiple patient receiver: model: org-9110a. S/n: no information.

Event description:
The biomedical engineer reported that the central nurse's station (cns) powered off after the ups failed. The ups was plugged into the power strip, so they tried plugging it into the wall outlet and that would not work either. Finally, nk technical support had the customer plug the cns directly into the wall outlet bypassing the ups and the cns powered back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) powered off after the ups failed. The ups was plugged into the power strip, so they tried plugging it into the wall outlet and that would not work either. Finally, nk technical support had the customer plug the cns directly into the wall outlet bypassing the ups and the cns powered back up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information was requested but nk was only provided the following device models but no serial number information: bedside monitor, model: bsm-1753a, s/n: no information. Transmitter, model: zm-531pa, s/n: no information. Multiple patient receiver, model: org-9110a, s/n: no information.

Event description:
The biomedical engineer reported that the central nurse's station (cns) powered off after the ups failed. The ups was plugged into the power strip, so they tried plugging it into the wall outlet and that would not work either. Finally, nk technical support had the customer plug the cns directly into the wall outlet bypassing the ups and the cns powered back up. No patient harm was reported.